Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and information provided, reprocessing was not conducted at the user facility, and then the device was sent to olympus. Subsequently, the foreign material remained within the device/nozzle. If any additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the nozzle, and the distal cover was burnt. There was no patient involvement.